Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that before use , a bd posiflush¿ normal saline syringe was found with the barrel damaged. There has been an additional 30 products found with the same complaint. There is no report or injury or medical intervention.

Manufacturer narrative:
Investigation summary: this is the first complaint to the batch 7208538 for the same defect or symptom. There were no issues for plunger rod broken/ damage documented during the production of this batch. All our inspections performed while manufacturing this batch were accepted. No rejections were documented. Three photos were received. The photos show a syringe with a damaged flange. One of the pictures shows the barrel label confirming the lot# 7208538. The syringe is out of the packaging flow wrap; it has the plunger rod-rubber stopper, the tip cap and the saline solution. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no parts damaged documented.